Event description:
Complainant alleged that during the incoming inspection of the product, the device's pacer rate was out of calibration. The complainant indicated that there was no patient involvement in the reported failure.